Manufacturer narrative:
Additional, changed, and/or corrected data. Based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported left-side rupture and "textured." The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "textured" and ruptured device.

Event description:
Patient reported left-side rupture and "textured." The device has been explanted and replaced.